Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a ¿double stop¿ was performed as ¿phrenic¿ was observed. The physician moved to the right upper segmented vein and was able to isolate, however, some ¿phrenic¿ was observed again, and a ¿double stop¿ was performed again. The case was completed with cryo. During the stitching of the groin, the anesthesiologist was extubating and they were having trouble oxygenating the patient. It was noted the patient lost their heart rate, blood pressure and started coding. Cardiopulmonary resuscitation (CPR) was administered and then the patient was put on extracorporeal membrane oxygenation (ECMO) which somewhat stabilized the patient. The patient was taken to the intensive care unit (ICU). It was noted that the patient had pre-existing right heart failure. The patient was alive, but has lost neurological function and a meeting is being planned to discuss end of life care.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed multiple injections were performed with the catheter on the date of the event and an unrelated system notice 50012 ¿the refrigerant delivery path is obstructed¿ was observed. The balloon catheter was not returned for investigation. A known clinical issue was encountered during the procedure (phrenic nerve injury and cardiac arrest). If information is provided in the future, a supplemental report will be issued.